Event description:
It was reported that catheter break occurred, and the device was difficult to remove. Two 135/10 renegade hi-flo catheters were selected for use in an embolization procedure to treat a gastrointestinal bleed. During the procedure, both catheters were resistant during use and upon removal. Shaft damage was observed, but each device was removed from the patient in one piece. The procedure was successfully completed with a third 135/10 renegade hi-flo catheter. No patient complications were reported.

Manufacturer narrative:
Media analysis: the device was not returned for analysis; however, photographic media was provided by the site. The image showed damage to the renegade hi-flo microcatheter. It appeared that the outer shaft was stretched and separated, indicating difficulties removing the device from the patient. The reported events of damage to the device from difficulties during use and removal were confirmed.